Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when passing a tome, the sponge got detached and got stuck in the scope channel. A water soluble lubricant was not applied to the cap prior to use. The procedure was completed with another scope and another rx locking device. Reportedly, the scope was sent for repair. There was no serious injury nor adverse patient effects reported as a result of this event.